Manufacturer narrative:
Device is a combination product. If implanted, give date: 2011. Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. In (B)(6) 2014, patient presented with an infarction of the myocardium with additional anterior gap due to the occurrence of a late thrombosis of the 2.25x16mm taxus element stent that was implanted in 2011, 2 years after stopping the biotherapy. Patient is only under "kardegic". Conservatory measures have been taken by implanting a new stent of 2.5mm in diameter.